Event description:
It was reported that the patient was found deceased in his home. There is no allegation from a health care professional suggesting that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.